Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the analyzer and found a faulty valve assembly. The fse replaced the valve assembly to resolve the issue. (B)(4).

Event description:
The customer heard a noise coming from the reagent probe and noticed water was coming out of the reagent probe on the au400 clinical chemistry analyzer. There was no report of exposure or injury. The customer was wearing proper personal protective equipment. The leak was contained within the instrument. No erroneous patient results generated.

Manufacturer narrative:
Correcting manufacturing site address.